Event description:
Foreign incident: cag, lad approach, calcification condition and a medium bent found. During the procedure, difficult to path through bending vessel point, operator did use additional "asahi sion blue" in parallel. Then ow3 was broken separately. Fortunately, separated wire was pulled out. Additional information: no abnormality detected before use of the device. Cag conduct, lad proximal side tortuosity of the vessel. Pressure wire did not path through the lesions. Sion blue in first, then tried path through. Proximal side (out of guiding catheter) was bending then the wire broken inside the catheter. Separation wire was removed.

Manufacturer narrative:
Investigation of the returned optowire iii by the market authorisation holder confirmed that the guidewire was fractured in the proximal joint of the shaft portion of the device. The proximal fragment displayed a strong kink at the fracture point. The characteristics of the fracture indicated that the guidewire broke from bending fatigue. It could not be clarified if there had been an attempt to unkink the kinked guidewire. Based on the narrative and results from investigation, it is estimated that the repeated attempts to cross the tortuous vessels, combined with the bending of the external proximal side of the guidewire, led to the fracture by bending fatigue of the guidewire's shaft. Review of device history record confirmed that the optowire lot was released per specifications. No link was established between the incident and the deviations documented on the optowire lot. The investigation did not identify any new risk. The risks associated with the event are disclosed in the optowire iii instructions for use (IFU): if resistance occurs and the cause of resistance cannot be determined, do not move or torque the optowire. Stop the procedure, determine the cause of resistance under fluoroscopy and take appropriate action. Never advance an optowire against resistance without first determining the reason for the resistance under fluoroscopy. Excessive force against resistance may result in damage to the wire and/or to the vessel. If resistance occurs and the cause of resistance cannot be determined, do not move or torque the optowire. Stop the procedure, determine the cause of resistance under fluoroscopy and take appropriate action. Do not attempt to straighten a guidewire that has been kinked.